Manufacturer narrative:
Pump passed displacement test, basic occlusion test, prime and compromised force system sensor , excessive no delivery test, occlusion test, self test, and unexpected restart test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump was monitored and tested with no blank display and no low or weak battery alert noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump runs out of batteries every few days and has a blank display. The customer's blood glucose reading was 75 to 180 mg/dl at the time of incident. Troubleshooting found that the display did not return after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.